Event description:
It was reported that leakage was found near the connection between the catheter connector and the catheter when placement procedure was completed and the patient was placed on the stretcher. The catheter was removed and another new catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint history, applicable previous investigation(s), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed but the exact cause remains unknown. One assembled 4 fr groshong nxt catheter was returned for investigation. Evidence of use was present throughout the catheter shaft. The sample was flushed with water and a spraying leak was present near the proximal end of the catheter. A microscopic observation revealed an angled split in the catheter at the distal end of the strain relief over-sleeve. The split edges fractured into a ¿y¿ shape. The catheter was stretched during microscopic observation of the leaking split. Additional superficial tears were observed in the area within the strain relief sleeve which may have been caused during evaluation. Based on the characteristics of the split, possible contributing factors include material fatigue due to repeated kinking. Since a leak was observed during testing, the complaint is confirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage was found near the connection between the catheter connector and the catheter when placement procedure was completed and the patient was placed on the stretcher. The catheter was removed and another new catheter was replaced. There was no reported patient injury.